Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code 12, with a history of at least three occurrences. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to put the current pump into storage mode and return it using a pre-paid label, and they were sent a replacement pump with updated software. The customer was also informed about the necessary steps upon receiving the replacement.